Event description:
Customer reported a concern about the tracking performance during a case just completed.

Manufacturer narrative:
Surgery field service engineer that this site does not appear to be comfortable with using the igs and suggested additional clinical support or training.